Manufacturer narrative:
Date of report: 21jul2021.

Event description:
The customer called into technical support (ts) reporting that they are unable to load new cpu options vis resplink with no allegation of a malfunction. Customer advised that they replaced the cpu and needed support in loading the options. Upon further follow-up and communication with the customer it was reported that the original cpu was defective in which is why it was replaced, and options added. It was stated within gfe communication that the device was in clinical use at the time the reported issue was discovered in regard to the defective cpu; however, there was no harm to the patient or user. Customer stated there was a delay in therapy, device was swapped out for another, but no medical intervention provided to patient other than patient device swap. Advised customer that respilink is no longer supported and can load cpu options via encryption codes. It was also noted in a gfe response requesting confirmation if there was any malfunction with the cpu board to prompt the replacement. The customer confirmed that the cpu board was defective. The device displayed error code "1101" ventilator restarted due to anomalies detected during operation. It was recommended to replace the cpu pcba. The rse provided the encryption codes and customer replaced the cpu pcba to resolve reported problem. The device passed required performance verification tests per philips standards and was put back into service.